Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02450, 0001822565-2022-02452. Concomitant medical products: item#: unknown, unknown glenoid; lot#: unknown. Item#: unknown, unknown humeral stem, lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as they remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery for an unknown reason on an unknown date. However, no revision procedure has been reported to date.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 0001825034-2022-02404.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. The following sections were updated: b4; b5; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 0001825034-2022-02404.